Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved is not available for evaluation, a photo was provided and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: event 2: description of issue: "we had a few catheters stretch or break very easily. No harm was done, catheter did come out with tip intact."

Manufacturer narrative:
Event 2: this report has been identified as b. Braun medical internal report number (B)(4). One photo was provided by the reporting facility for evaluation. Visual evaluation of the photo showed the catheter to be torn/sheared. Although the photo showed the catheter was torn/sheared, it is not confirmed to be a manufacturing defect. Per the evaluation of the photo, this defect is not likely to have happened during the manufacturing process. It is believed to have happen during application. User should refer to IFU which states, "never pull the catheter back through the epidural needle due to the possibility of shearing or kinking the catheter. When removing the catheter, excessive force should never be applied. If the catheter becomes difficult to withdraw, consult standard textbooks for specific techniques." Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.